Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence and lower urinary tract infections for several months. Endoscopic examination revealed a non-occlusive cuff, and abdominal ultrasound demonstrated a progressive and steady decrease in balloon volume. These findings are consistent with a probable micro leak within the system. The aus was completely removed and replaced. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem. The patient symptoms are known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence and lower urinary tract infections for several months. Endoscopic examination revealed a non-occlusive cuff, and abdominal ultrasound demonstrated a progressive and steady decrease in balloon volume. These findings are consistent with a probable microleak within the system. The aus was completely removed and replaced. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.